Event description:
It was reported that approx 4 months after a transurethral microwave treatment (tumt) procedure, the physician confirmed his pt had developed scarring of the bladder neck, posterior fosa, and the verumontanum which resulted in injury to his sphincter. The pt underwent surgery for implantation of an artificial sphincter. The pt had a very small gland (20-25g) and the prostatic urethral length was within the indications of the smallest catheter size used.

Manufacturer narrative:
The disposable devices were not returned; therefore no direct device analysis was conducted. No further info has been received at the time of this report. As no devices or treatment file have been returned for analysis, it is not possible to determine the root cause of the event at this time.